Event description:
Boston scientific received information that the pacer dependent patient implanted with this device system was presented in the emergency room due to unrelated device issues. Upon device interrogation, 60 non-sustained events with oversensing were observed, resulting in greater than two second pauses. No patient symptoms occurred as a result of the pauses in pacing. Isometric testing was unable to reproduce the oversensing. The device was reprogrammed to adjust right ventricular (rv) sensitivity to least sensitive. The patient had been lost to follow up prior to this observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.